Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. The rv lead was replaced with a new lead. No additional adverse patient effects were reported. No additional information was received at this time.